Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified out of range lead impedance measurement was observed. The patient was asymptomatic. The lead was explanted and replaced.